Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose (bg) of approximately 51 mg/dl; cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.